Event description:
It was reported that during a ptca procedure for three vessel disease, the procedure started with another manufacturer's balloon. The physician experienced difficulty crossing the lesion and the balloon was exchanged for a 1.5 maverick. They were still unable to cross the lesion. The balloon was successfully inflated multiple times in several different lesions. During removal it was noted that the shaft of the catheter had broke. The entire system was removed without incident. Patient status is listed as "okay".